Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for evaluation. A different scope was used, and the issue was resolved. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a scope communication error(b30). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.